Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure high impedances (>4000 ohms) were seen on one of the leads. Specifically, both leads were implanted (and anchored) to the greater curvature of the stomach and appeared to be in an adequate position (10 mm apart). The high impedance measurement was then seen when the lead were connected to the neurostimulator. The other implanted lead had normal impedance measurements. Because the surgeon could not relocate the lead as it was anchored in place, the lead was replaced. New impedance measurements were within normal values (547 ohms). It was also noted that the pt had a previously implanted implantable cardiac defibrillator (ICD) which was continually pacing throughout the procedure with no interference seen between the 2 devices when tested intra-operatively. The pt recovered w/o sequelae.